Event description:
Additional information received reported that about a year after the patient had therapy it ¿went dead¿ and the patient got ¿disgusted¿ with it and did not charge. It was noted that the patient did not use therapy much and was low usage, and the patient charged every week for a while and all of the sudden ¿it quit working.¿ it was reported that the patient charged for so long that it ¿burned his butt out.¿ the patient wanted to know if he could charge now since he hadn¿t charged for over three years. It was noted that the patient¿s leg had been bothering him for about a year and he was told that therapy would help him. It was reported that dissatisfaction with stimulation was the primary reason for overdischarge.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was charging the device more than expected, and the patient was never told how often he would have to recharge. It was noted that the patient had not recharged the device in months. It was reported that the area around the implantable neurostimulator (ins) in the left hip caused the patient pain while walking and lifting. It was noted that there was no known accident or incident related to the complaint. Additional information received reported the patient¿s ins had not worked in 4 years and they want the ins taken out because the location was bothering them. The reporter stated their current ins was implanted in 2008 and worked for 6-8 months, but had not worked in 4 years. It was noted the ins would not stay charged. It was further noted the patient stated they would charge their ins until their skin burned and the ins would die the next day. The reporter stated they were reprogrammed twice and stimulation was better, but still not where the stimulation should have been. It was noted the patient had to take stronger medication. It was further noted the location of the ins was bothering the patient. It was noted the patient stated the ins implant site hurt when they walked and this had been going on for a long time. The reporter stated ¿the other day¿ they were walked through the store and when they were done their back, where the ins was implanted, was ¿killing him.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2008, explanted: product type: extension. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008-, product type: programmer, patient. Product ID: 3487a, lot# j0344057v, product type: lead. Product ID: 3487a, lot# j0344057v, implanted: (B)(6) 2004, product type: lead. (B)(4).